Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received no delivery alarms and then received a motor error alarm. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer's blood glucose was 360 mg/dl. Customer was advised that insulin pump would need to be replaced.